Event description:
It was reported that during an endoscopic retrograde cholangiopancreatography (ercp) procedure, the tip of the wire detached. During the ercp procedure, the hydrophilic tip of the jagwire came off in the common bile duct. The detached tip was removed using an extractor retrieval balloon. The duct was successfully swept and the procedure was completed with this device. There were no patient complications. It was confirmed with the facility that this device was used past the expiration date.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.